Manufacturer narrative:
The initial MDR indicates a model zmb00 was explanted. However, the correct model is a zma00 intraocular lens. It was reported that an intraocular lens, model zma00, was implanted and then removed from the left eye of a male patient because the surgeon noticed the lens was cracked. No patient injuries were reported. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zmb00, was implanted and then removed from the left eye of a male patient because the surgeon noticed the lens was cracked. No patient injuries were reported. No additional information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related tests are the dimensional inspection performed at lens generation and the cosmetic inspection performed at final inspection. The results showed all dimensions were within specification, the lens was within power specification, and the lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of report: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.